Event description:
It was reported that the right ventricular (rv) lead was experiencing high and fluctuating impedances. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed. On (B)(6) 2011, a patient alert occurred for out of tolerance subthreshold lead impedance. Daily high voltage lead impedance trend data shows varying impedance and spike increase for the superior vena cava defib was 77 to 101 ohms peak between (B)(6) 2011.